Manufacturer narrative:
Section b6 was updated. It was confirmed that no questionable result was reported outside of the laboratory. The ureal reagent lot number was 652502 with an expiration date of 30-apr-2023. The last calibration was performed on 10-oct-2022 and was normal with no alarms. The quality control results on the day of the event are normal. Upon review of the alarm trace, several abnormal aspiration and sample short alarms were observed. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed several service maintenance-related actions and adjustments during three different service visits. After the third service visit, it was confirmed that the issue was solved. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ureal (urea/bun) assay on a cobas 8000 c 702 module. The sample initially resulted in a value of 136.9 mg/dl accompanied by a data flag. The sample was repeated two times, resulting in values of 27.2 mg/dl and 27.4 mg/dl. It is unknown if the questionable result was reported outside of the laboratory. The ureal reagent lot number and the expiration date were requested but not provided.